Event description:
It was reported that during ventilation, alarm for high air was generated. The respiratory therapist attempted to decrease fio2 from 100% to 90%. When pressure was checked in it was reading 145. Ventilation was continued at this point. After a while, an alarm was generated indicating disabled valves and the ventilation was then stopped. The respiratory therapist also reported that the water bag that was used for humidification overflowed the humidifier. There was no patient harm. (B)(4).

Manufacturer narrative:
Further information about the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Manufacturer narrative:
The investigation of the reported problem during ventilation has been completed. No goods have been received nor any information if there has been any parts changed. Customer does not give more information. The received device log files confirms the reported problem. Evaluation of device logs shows that alarm for both high 02 supply pressure and air supply pressure were generated. This was probable false measured since it is unlikely that both gas modules went faulty at the same time. This will lead to inaccurate gas flow regulation and alarms are generated. According to received log files a successful pre-use check was performed just before the ventilation. No pre-use check was performed after the event. The reported disabled valves was a safety valve open alarm. An open safety valve leads to that no ventilation is possible. The described failures will be found in a pre-use check if present. The root cause of the reported problem has not been determined.

Event description:
(B)(4).